Manufacturer narrative:
This device is not distributed in the united states, but is similar to revive pv that is distributed in the united states. Article attached: r gandini, e pampana, d konda , et al. (November, 2014) ¿safety, efficacy and feasibility of mechanical thrombectomy with revive stentriever for large vessels acute ischemic stroke: a single center experience. Interventional neuroradiology, 21(1s) conference: (B)(4). Conference publication: ((B)(4)). This report is being submitted for the 10 events of the device being ineffective. Since there was not specific patient, device or procedure information, all are being reported on one MDR report. Conclusion: devices were not available for analysis. In addition, since the lot numbers could not be obtained, DHR reviews could not be performed. Continued occlusion of the arterial segment is a known potential complication and is listed in the instructions for use as such. Based on the information provided, it is not possible to determine the exact root cause of the event; however, as indicated by the study author, the thrombus composition (i.e. Calcified thrombus) may have contributed to the event. There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
In the literature article (section 033), ¿safety, efficacy and feasibility of mechanical thrombectomy with revive stentriever for large vessels acute ischemic stroke: a single center experience by r gandini, e pampana, d konda, m stefanini, s fabiano and ca reale , published interventional neuroradiology 21(1s), it was reported that during the thrombectomy procedure, the revive se was ineffective in ten (10) patients; however, no procedural complications were recorded, and thirteen (13) patients had expired within 3 months of revive se use. Additional information was received from the author, who stated that because the patient¿s functionality was very compromised, it may not be possible to improve the clinical condition of the patient, and the deaths were ¿absolutely not¿ related to the revive se, and instead were a consequence of the pre-existing ischemic stroke. The author also stated that in some cases, the device is not effective because of the composition of the thrombus (i.e. Very calcified thrombus). The devices were prepped and used as per the instructions for use. The study described in the article took place from may 2012 to may 2015, and involved fifty-nine stroke patients. The purpose of the study was to evaluate technical feasibility, safety, and efficacy of mechanical thrombectomy for large vessels acute ischemic stroke using a revive se. The article concluded that intra-arterial thrombectomy with stentriever is a safe and feasible technique to improve outcome of patients with acute ischemic stroke with large vessel occlusions. Revive system demonstrated to be technically safe and highly effective without major complications. No device or patient specific information (i.e. Catalogue/lot number) could be obtained.

Manufacturer narrative:
This is a correction for medwatch fields. This event involved a death and those fields were accidentally omitted.  They have been added in this report to reflect the death event. An internal corrective action has been opened to address this issue.     Manufacturer's ref. No: (B)(4).